Event description:
A 5mm tap broke while in pedicle of pt, no injury to pt; able to remove tip of tap with needle holder, t-handle was not holding the forward or backward position; it was spinning freely.